Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted the suture had been torn. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/15/2023, it was reported by a distributor via email that one of the sutures from an ar-8926t knotless tightrope syndesmosis repair implant system created a loop near the button. An attempt was made to return it, but it was unsuccessful. The surgeon continued to reduce the sutures but the loop did not disappear. The surgeon continued to pull on the suture; the plate came in contact with the fibular plate, and as the surgeon kept pulling, the suture broke. At this point the surgeon removed the broken suture and decided to pass another knotted implant. This was discovered during a procedure on (B)(6) 2023. Additional information requested.